Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found verified noisy. United presented with a defective audio amplifier pcba. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200rf, serial/lot #: (B)(6)/unknown, ubd: unknown, UDI#: unknown h3: product analysis found, could not verify noisy. Unit presented with worn wave washers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the output audio from the nim was not normal. Sound was scratchy and had a lot of static, we checked around the or and couldn¿t find a source of interference. We swapped the mute cable, no change. We then swapped interface module, still no change. Finally swapped the nim monitor out for a different nim and the sound was normal. There was no patient impact.